Event description:
It was reported that customer was having high blood glucose. Customer declined to do troubleshooting. Customer stated that he did troubleshooting with his doctor and it was determined the insulin pump lost the basal rates for the entire period of high blood glucose. Customer's blood glucose was 350 mg/dl. Customer requested insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).